Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID envpro-16 (lot: 0011189582); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory inside a heart valve return kit submerged in clear 0.2% glutaraldehyde solution, visual analysis showed the valve appeared discolored showing evidence of blood contact. All leaflets were stiff. As received, leaflets 1 (l1) and 3 (l3) appeared to be in a closed position while leaflet 2 (l2) was open towards the frame wall. The valve appeared severely dehydrated and stiff. All commissures appeared intact. The valve was submerged in warm saline. The valve appeared to maintain a compressed condition possibly resulting from the dehydrated receipt state of the valve. Due to the return condition of the valve, a lab simulation to assess against the reported event of ¿infold during recapture¿ could not be confirmed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The angiographic study and the computed tomography (CT) scan were provided for review. There are 49 images angiographic images provided within the study. Upon review of the first valve a misload is confirmed and replacement of the delivery catheter system (dcs) and valve was warranted. The misloaded system was used for an attempted implant. Fluoroscopic images of the loaded valve shows an infold/crown overlap that is past the 4th node. Another image shows the valve at 80% with an infold as to be expected with a valve that has overlap past the 4th node. Images of the second valve load show that it is free from overlap and would be considered an acceptable load. Images were also received showing the patients calcified aortic valve leaflets consistent with aortic stenosis. In addition, the patient appears to have had abdominal aortic aneurysm (aaa) repair performed at an earlier time. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the dcs. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding as a result of a misload, which occurred in this event. There was no information to suggest a device quality deficiency related to this event. Based on the available information, the presumed infold appears to have initially occurred during a misload, (with the frame overlap past the 4th node), and this valve should have been replaced with a new valve and dcs used. Instead the user chose to implant the valve and as the valve was being deployed, the valve was then recaptured due to positioning issues, and as the valve was then recaptured, an infold in the frame was also identified. A pre-implant balloon dilatation was reported to not have been performed, and there was no mention of a post-implant dilatation being performed. Per the instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. In this case, the valve was withdrawn and another valve and new dcs were used with no further issues. The physician stated that the native leaflet calcification and complex anatomy contributed to the infolded valve. The returned images confirmed the patients calcified aortic valve leaflets, which may have also played a role in the infold that occurred during the recapture process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic va lvuloplasty (bav) was performed. During the loading of the valve, a misload was identified. The load was confirmed via visual, tactile and fluoroscopic methods. An overlap of the frame under the nosecone was identified. The overlap of the frame involved the third and fourth nodes. The valve was implanted with the frame overlap. During the first implant attempt the valve was partially deployedat greater than 5 millimeters (mm). The valve was recaptured due to positioning challenges. As the valve was recaptured, an infold in the frame was identified. The valve was recaptured and removed from the body. Per the physician, native leaflet calcification and complex anatomy contributed to the infolded valve. The complex anatomy included tortuous and endoprosthesis in the abdominal aorta and iliac arteries. The system was replaced and another transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.